Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had "injector issues". The lens was ultimately implanted. It was just the injector system that seemed to malfunction. Through follow-up, it was learned that the issue was that the trailing haptic of the iol would not disengage with the injector. When the surgeon was removing the injector from the eye, the iol was coming with it too. No other errors, but it led to some additional stress during the case since the surgeon had to manually dislodge the haptic. No further information was provided.